Event description:
The customer reported to a baxter representative of a condition involving an access secondary medication set in which it was alleged that "the set will not allow fluid to go through the tubing". There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). Additional attempts to obtain any additional information regarding the reported condition will be made. It is unknown at this time if the sample will be made available for evaluation. Should any addtional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.